Event description:
It was reported that the stenoscop system would not fluoro during a case. There were no errors observed. Another system was used to complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.